Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that during the procedure they could not get a zero reference as a result they opened a new device with the same results. It was then reported that a new monitor was used with the new sensor and it worked. It is not clear is the device was with the device or the cable. As a result of the difficulty the procedure was delayed. Patient is stable.

Manufacturer narrative:
Please note the product code is actually (B)(4) and not that of (B)(4). Upon completion of the investigation it was noted that the supplier performed these evaluations. During the evaluation a review of the quality records was conducted and prior to distribution these devices met all manufacturing and quality testing/inspection specifications. The catheters were evaluated and the following observations noted: for s/n (B)(4): cosmetic lifting of sealant at sensor. Visual inspection of the connector and catheter found no abnormalities. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. For s/n (B)(4): cosmetic lifting of sealant at sensor. Multiple bends along catheter body. Catheter material mashed 12.5cms from the silastic strain relief at the connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.